Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming and scissoring occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.